Manufacturer narrative:
The results of this investigation are inconclusive because the device was not returned for evaluation. A review of the device history record was unable to be performed because the lot number was not reported. There was no evidence to suggest there was an intrinsic defect in the angio-seal and the cause for the reported event remains unknown. (B)(4). The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected.

Event description:
A 6f angio-seal vip vascular closure device was used to successfully achieve hemostasis in the patient's right common femoral artery. The patient remained in the hospital for a planned aortic valve procedure. Three days after deployment of the 6f angio-seal vip vascular closure device, redness was noticed at the insertion site and possible infection was noted. Thereafter, the patient's wbc increased to 10, and the anchor and collagen were removed surgically from the patient. The patient was sent home without planned aortic valve procedure and is currently stable.